Event description:
It was reported that the post-op x-rays revealed that a piece of the inserter had broken off and remained partially in the hole of the proximal end of the accolade stem. It was reported that part of the piece was protruding above the hole. It was reported that the surgeon has decided to leave the stem as is for the time being. It was reported that the patient has been informed of the situation.

Manufacturer narrative:
Summary of evaluation: visual inspection indicated that the device was returned in used condition. One of the collet tabs fractured off. The fractured piece was not returned. There are impaction marks on the version tip. No other visual discrepancies were noted. The device manufacturing history record for the reported lot indicates that were manufactured and accepted into final stock with no reported discrepancies. The results of the investigation indicated that the root cause of the split collets fracturing during use was a result of "deliberate and gross misuse of the instrument".